Event description:
Cooling blanket was used to provide hypothermia therapy. Water circulates through a cooling blanket at a set temperature to cool the patient. The blanket is not working correctly. The baby may become overheated or over cooled. Temperature control is crucial to the therapy. The blanket leaked water all over the bed and patient. The blanket was changed out and therapy was interrupted. No obvious items noted that contributed to the leak.what was the original intended procedure?hypothermia therapy for 72 hours.device #1is this a laboratory device or laboratory test?no